Event description:
It was reported that during pre-tests of anesthesia circuits, prior to attachment to pts, eight circuits leaked. The location of the leaks were not specified. One of the devices was returned for investigation. No pt sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.